Event description:
It was reported that this recently implanted right ventricular (rv) lead delivered potential inappropriate therapy on an stored atrial tachy response (atr) episode. Technical services (ts) reviewed the device data and observed this device delivered 11 anti-tachycardia pacing (atp) and 11 shocks for a true atrial fibrillation (af) episode. Ts suspected the right ventricular (rv) lead had dislodged. A chest x-ray was recommended to assess lead position. No adverse patient effects were reported. This rv lead remains in service.